Event description:
The reporter called and reported discrepant ph and pco2 results when comparing two instruments. The reported ph results were 7.614 and 7.424. The reported pco2 results were 21mmol/l and 58.2 mmol/l.